Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. This report is for one unknown helical blade. Part and lot numbers were not provided by reporter. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2015 after patient complaints of pain and x-rays status post a proximal femoral nail anti-rotation (pfna) implant revealed non-union and that the nail was sitting proud and the helical blade was not locked in place. The x-rays also revealed a broken drill bit fragment located in the distal locking hole of the nail. The original surgery was performed on an unknown date during (B)(6) 2015 in (B)(6); the implanted synthes devices are not distributed in the united states but are similar to devices marketed in the united states. During the revision surgery all implants and the drill bit fragment were removed. The patient was revised with a competitor¿s total hip implant. The procedure was successfully completed with no surgical delay. This report is for one unknown helical blade. This is report 3 of 4 (B)(4).